Manufacturer narrative:
Investigation showed that the root cause to this incident is a manufacturing error: during mounting, the waste bag (#9) was not in the correct position and by actuation of the solution pack the waste needle did not go into the waste bag. During operation of the analyzer, wasted liquid did not go into the waste bag but ended in the box. Leak current alarm indicated the leakage. This is a resubmission of a report submitted on 02/17/2017. In the original report MFR report# was incorrect. The date of this report is the date the original report was submitted.

Event description:
The solution pack gave a leaking pack error. When the user removed the solution pack from the analyzer there was a pool of pink liquid on the bottom of the analyzer. When the user lifted the solution pack, pink liquid poured out everywhere on the floor. Inspection of the solution pack showed that the pink solution came from the waste pouch which contains waste liquid including blood. Nobody came into contact with the solution.